Manufacturer narrative:
The returned products included the arteriotomy locator hemostatic sheath and carrier tube assembly with the collagen and anchor still in the bypass tube. Visual analysis found the remnants of dried body fluids present on the returned arteriotomy locator and hemostatic sheath. No gross anomalies were observed with the hole at the distal end of the arteriotomy locator or the inlet hole of the arteriotomy locator. It was noted that there was a circular indentation in the arteriotomy locator along the outer diameter approximately. Dimensional analysis was performed on the inlet holes of both the hemostatic sheath and arteriotomy locator and confirmed to meet manufacturer specification. The analysis of the returned device found no anomalies with the device which may have contributed to excessive bleeding that was reported. From additional information received within the report, the patient had swelling at the puncture site which may have been due to bleeding. The presence of this additional blood source outside of the artery would explain the change in blood flow the physician saw when he reportedly removed the arteriotomy locator and hemostatic sheath from the patient's artery. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on may 10, 2017. The backflow of blood did not stop. However, its drip-drop speed was slower than the speed of when the assembly was inside the artery. It seemed bleeding as the site swelled a little. Rf-ga35153 was used with the angioseal.

Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported the backflow of blood did not stop when using the angio-seal device. The following information was provided by the user facility: when the angio-seal arteriotomy locator/insertion sheath assembly was inserted in the artery, the backflow of blood was observed; when the assembly was withdrawn upward and came out of the artery, the backflow of blood did not stop; the blood dropped in a different flow from the backflow of blood of which the assembly was inserted in the artery; the angio-seal device was replaced by a new one to continue the procedure and hemostasis was successfully completed; blood loss was reported to be less than 2500cc; and no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.